Manufacturer narrative:
No code available - slow flow. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), slow flow occurred and the patient later expired. The target lesion was the left anterior descending (lad) artery. The patient went into cardiac arrest requiring defibrillation and ventricular assist device insertion. It was reported that the patient expired several days after the procedure.